Event description:
It was reported that an ilet insulin pump¿s display showed black and white lines and stopped functioning after the user, who performs labor-intensive work, likely bumped the device; no cracks were observed and blood glucose remained unaffected while the user reverted to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no interruption of insulin therapy beyond reverting to backup therapy and continued cgm use. Investigation included troubleshooting support and arrangements for replacement with instructions for shutdown, data syncing to the mobile app, and return of the damaged unit with a carrier-provided label. Investigation of this case revealed a screen/display malfunction consistent with physical damage to the display module. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.